Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity c total bilirubin reagent lot 66829uq08 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency for the alinity c total bilirubin was identified.

Event description:
The customer reported falsely elevated total bilirubin results generated on the alinity c processing module on multiple patients. The following results were provided: sid date time initial / repeat (another alinity) (B)(6), (B)(6)2024 20:24 16.0 mg/dl; retest 1.2 mg/dl, (B)(6), (B)(6) 2024 20:12 3.9 mg/dl; retest 0.3 mg/dl, (B)(6), (B)(6)2024 20:01 3.9 mg/dl; retest 0.3 mg/dl, (B)(6), (B)(6) 2024 20:00 4.4 mg/dl; retest 0.5 mg/dl, (B)(6), (B)(6) 2024 19:59 7.1 mg/dl; retest 0.6 mg/dl, (B)(6), (B)(6) 2024 19:45 15.0 mg/dl; retest 2.1 mg/dl, (B)(6), (B)(6) 2024 19:43 7.2 mg/dl; retest 0.9 mg/dl, (B)(6), (B)(6) 2024 19:35 7.5 mg/dl; retest 0.9 mg/dl, (B)(6), (B)(6) 2024 19:25 14.4 mg/dl; retest 1.2 mg/dl, (B)(6), (B)(6) 2024 19:24 4.9 mg/dl; retest 0.4 mg/dl, (B)(6), (B)(6) 2024 18:59 5.6 mg/dl; retest 0.3 mg/dl, (B)(6), (B)(6) 2024 18:54 5.8 mg/dl; retest 0.7 mg/dl, (b)6), (B)(6) 2024 18:43 6.4 mg/dl; retest 0.6 mg/dl, (B)(6), (B)(6) 2024 17:42 6.2 mg/dl; retest 0.6 mg/dl, (B)(6), (B)(6) 2024 17:41 3.9 mg/dl; retest 0.4 mg/dl, (B)(6), (B)(6) 2024 17:29 5.8 mg/dl; retest 0.5 mg/dl, (B)(6), (B)(6) 2024 17:22 >25.0 mg/dl; retest 6.7 mg/dl, (B)(6), (B)(6) 2024 17:19 4.6 mg/dl; retest 0.6 mg/dl, (B)(6), (B)(6) 2024 17:14 8.0 mg/dl; retest 0.8 mg/dl, (B)(6), (B)(6)2024 17:13 5.2 mg/dl; retest 0.4 mg/dl, (B)(6), (B)(6)2024 17:11 4.5 mg/dl; retest 0.4 mg/dl, (B)(6), (B)(6)2024 17:07 5.3 mg/dl; retest 0.5 mg/dl, (B)(6), (B)(6)2024 16:39 4.9 mg/dl; retest 0.3 mg/dl (B)(6), (B)(6)2024 16:39 3.7 mg/dl; retest 0.3 mg/dl, reference range: 18 yr - 150 (0 - 1.2 mg/dl) , no impact to patient management was reported.

Event description:
The customer reported falsely elevated total bilirubin results generated on the alinity c processing module on multiple patients. The following results were provided: sid date time initial / repeat (another alinity) (B)(6), on (B)(6) 2024, 20:24 16.0 mg/dl; retest 1.2 mg/dl, (b)((6), on (B)(6) 2024, 20:12 3.9 mg/dl; retest 0.3 mg/dl, (B)(6), on (B)(6) 2024, 20:01 3.9 mg/dl; retest 0.3 mg/dl, (B)(6), on (B)(6) 2024, 20:00 4.4 mg/dl; retest 0.5 mg/dl, (B)(6), on (B)(6) 2024, 19:59 7.1 mg/dl; retest 0.6 mg/dl, (B)(6), on (B)(6) 2024, 19:45 15.0 mg/dl; retest 2.1 mg/dl, (B)(6), on (B)(6) 2024, 19:43 7.2 mg/dl; retest 0.9 mg/dl, (B)(6), on (B)(6) 2024, 19:35 7.5 mg/dl; retest 0.9 mg/dl, (B)(6), on (B)(6) 2024, 19:25 14.4 mg/dl; retest 1.2 mg/dl, (B)(6), on (B)(6) 2024, 19:24 4.9 mg/dl; retest 0.4 mg/dl, (B)(6), on (B)(6) 2024, 18:59 5.6 mg/dl; retest 0.3 mg/dl, (B)(6), on (B)(6) 2024, 18:54 5.8 mg/dl; retest 0.7 mg/dl, (B)(6), on (B)(6) 2024, 18:43 6.4 mg/dl; retest 0.6 mg/dl, (B)(6), on (B)(6) 2024, 17:42 6.2 mg/dl; retest 0.6 mg/dl, (B)(6), on (B)(6) 2024, 17:41 3.9 mg/dl; retest 0.4 mg/dl, (B)(6), on (B)(6) 2024, 17:29 5.8 mg/dl; retest 0.5 mg/dl, (B)(6), on (B)(6) 2024, 17:22 >25.0 mg/dl; retest 6.7 mg/dl, (B)(6), on (B)(6) 2024, 17:19 4.6 mg/dl; retest 0.6 mg/dl, (B)(6), on (B)(6) 2024, 17:14 8.0 mg/dl; retest 0.8 mg/dl, (B)(6), on (B)(6) 2024, 17:13 5.2 mg/dl; retest 0.4 mg/dl, (B)(6), on (B)(6) 2024, 17:11 4.5 mg/dl; retest 0.4 mg/dl, (B)(6), on (B)(6) 2024, 17:07 5.3 mg/dl; retest 0.5 mg/dl, (B)(6), on (B)(6) 2024, 16:39 4.9 mg/dl; retest 0.3 mg/dl, (B)(6), on (B)(6) 2024, 16:39 3.7 mg/dl; retest 0.3 mg/dl, reference range: 18 yr - 150 (0 - 1.2 mg/dl) . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6).